Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been steadily increasing, is expected to continue to increase and the device should be replaced. The analysis also indicated that with a high likelihood there is sufficient battery capacity to maintain normal therapy functions for 90 days, after which the device should be replaced, or the battery status should be reassessed. Boston scientific technical services discussed the analysis results to the healthcare provider. The device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted and returned for analysis.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been steadily increasing, is expected to continue to increase and the device should be replaced. The analysis also indicated that with a high likelihood there is sufficient battery capacity to maintain normal therapy functions for 90 days, after which the device should be replaced, or the battery status should be reassessed. Boston scientific technical services discussed the analysis results to the healthcare provider. The device remains in-service at this time. No adverse patient effects were reported.